Event description:
A hospital in (B)(6) reported that during an acdf procedure with cervios cages on (B)(6) 2012, the implant cracked during insertion. The implant was removed and a new one was used to complete the procedure.

Manufacturer narrative:
Device was used for treatment. Manufacturing documents were reviewed and no complaint related issues were noted, the device was made to required specifications. Manufacturing evaluated the device and noted it was cracked through the center hole of the instrument interface, excessive load may have been applied.

Manufacturer narrative:
Investigation is ongoing. Subject device has been rec'd and is currently in the eval process. No conclusion can be drawn.